Manufacturer narrative:
(B)(4). Patient weight is not provided / unknown. A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external factors (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
Doctor reports that they performed lateral window sinus lift at site # 14 immediately prior to the xifnt511 implant placement and created osteotomy using appropriate tapered kit. Implant never had any stability. It rotated when attempting to put cover screw on. Implant was removed. Patient received wider implant in adjusted position.